Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps should have been disassembled into four parts for cleaning and disinfection, but it was only disassembled into three parts. The issue was found during maintenance. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deviation from the instructions for use (IFU). The event is preventable by handling device in accordance with the following IFU. Forceps/irrigation plug (isolated type) maj-891 chapter 8 cleaning, disinfection and sterilization procedures 8.3 disassembling the forceps/irrigation plug. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.